Event description:
It was reported that the patient developed an arthrofibrosis after an arthrex endobutton was implanted. No further information was provided. Update avoe 10-jul-2023. It was confirmed that on (B)(6) 2023, an anterior cruciate ligament surgery was performed with ar-1588rt-2j used femoral and tibial. No revision surgery was performed due to the reported arthrofibrosis.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional info: no product was returned for evaluation and no additional evidence was available. The reported event is most likely caused by patient-specific conditions such as an exaggerated inflammatory response to injuries or surgical procedures leading to hyperplasia of connective tissue. Without the return of the device, or any other sort of evidence, the complaint cannot be confirmed.